Manufacturer narrative:
The exact patient age is unknown; however the patient was reported to be over the age of 18. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. Device component code relates to device problem code for the reported event of fiber broke.the complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a lighttrail reusable 270 laser fiber was used during an rirs procedure in the kidney performed on (B)(6) 2018. Reportedly, the fiber was used four times prior to this procedure, the laser settings used were 1200 mj and 8hz. According to the complainant, during the procedure and inside the patient, the laser fiber broke off while the physician was firing at the stone for about ten minutes. The broken fiber was retrieved using a basket and no fiber fragments were left inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.